Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected. The customer's complaint was not replicated. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. The customer's inr results of (B)(6) 2015 were within the allowable bias. The results are not considered discrepant within the context of documented variability for inr testing. The customer was reported to be bridging off lovenox beginning (B)(6) 2015. This may contribute to unexpected inr results or errors in testing. The customer was reported to be anemic with a hematocrit of 9.2%. Be advised, a hematocrit that is higher (above 55%) or lower (below 30%) than the validated operating range of inratio systems can cause an inaccurate result or testing errors. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results and the lab inr results. The results were as follows: (B)(6).